Event description:
It was reported that, during a mid-urethral sling procedure using an advantage fit ultra device, the physician felt a tear in the sling material. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Block h6: device code a0414 captures the reportable event of tear in mesh.

Manufacturer narrative:
Block h6: device code a0414 captures the reportable event of tear in mesh. Block h11: upon receipt at our quality assurance laboratory, this advantage fit ultra system underwent a thorough analysis. Visual inspection of the device revealed that the mesh assembly contained one dilator with its sleeve no centering tab attached, and the mesh was outside the sleeve. Furthermore, the leader loop inside the sleeve was torn and the mesh was stretched. Based on the information available and analysis results, the reported allegation of the mesh damaged was confirmed through product analysis. Additionally, the leader loop was torn, and the mesh was stretched was confirmed through product analysis. A conclusion code of adverse event related to procedure was assigned to this investigation since it is likely that procedural conditions, such as user handling and technique during placement or adjusting of the device, resulted in excessive force on the mesh causing it to stretch leading to the leader loop to tear as well, which indicates that the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported that, during a mid-urethral sling procedure using an advantage fit ultra device, the physician felt a tear in the sling material. The procedure was completed with another of the same device. No patient complications were reported.